Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, upon interrogation the device showed invalid atrial lead impedance trends and episode diagnostics due to corrupted data being transmitted by the device. Technical support recommended clearing the egms and diagnostics. No action has been taken at this time and the patient was stable with no consequences.